Event description:
It was reported the patient (netherlands) experienced a loss of stimulation. Diagnostic testing indicated invalid impedance readings. The physician suspects the lead is fractured. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the report from the field was confirmed. Analysis of the returned lead identified fractures in the stimulation end portion of the lead that corresponded to the distal end of a lab swift-lock anchor. It was concluded that the fractured wires are consistent with an overstress condition the lead was subjected to while still in vivo. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated surgical intervention was undertaken and the patient's lead was explanted and replaced. The patient reported effective stimulation coverage postoperative and the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.